Manufacturer narrative:
We did not receive the actual drain which tore inside the patient. Our control process for these drains include tensile strength test (tear test) of all parts of a drain. We checked the results of this test for the three recent batches of the same code of the drain. The results were well above the required minimum (the required minimum is 15n and the minimum received result was 62n). The drain is made of silicone material and can tear if it was slightly cut or nicked in use. We consider that most likely, the drain tore following some damage in use.

Event description:
The patient was taken back to surgery on (B)(6) 2020 for removal of a fractured jp drain in his left lower back .the patient had a total of 3 drains (right, middle, and left back). As for the issue, the customer is reporting that the drain cracked which did not allow suction to the reservoir bulb. How long had the drain been placed in the patient before the reported issue occurred? 6 days. Was the broken piece of tubing retrieved? Yes. Aside from surgical removal of the drain that was done to the patient - was there any additional medical care or medication given to the patient? No. Did this event negatively affect the patient's outcome?[?] No. How is the patient doing?[?][?] Good condition.